Event description:
Intra-abdominal abscess at implant site; vomiting; foamed at the mouth. Info was received on 29-oct-2007 from a physician regarding a male patient who had a medical history of gastric cancer, anemia, alcohol liver disease, prostatauxe and a prior operation for appendicitis. In 2007, the patient was admitted to the hospital due to gastric cancer and was being treated conservatively. Prior to surgery, the patient had been in a good nutritional status and was in a depressive state. Two days later, the patient underwent an excision of the pyloric stomach and a d2 dissection/billroth I. The condition of the operative field was clean-contaminated. No non-purulent inflammation or infection existed and the abdominal cavity was washed with 2 liters of water. The stomach was resected and the resected parts were anastomosed manually. Two sheets of seprafilm were placed under the median incision and a duple drain was placed at winslow's foramen. After surgery, drainage was good. Fluoroscopic observation of the postoperative stomach showed no problems and the patient started to drink water. Normal drainage and ascites fluid were removed. Albumin was administered for 3 days due to continued exudation. He then started to consume normal meals (3 meals) from a liquid diet. Five days later, the drain was removed. Four days later,the patient began to foam at the mouth. The next day, the patient's white blood cell count was 16600 and his c-reactive protein was 2.2. That day, his food intake was not increased. The patient was prescribed famotidine and mosapride citrate. Four days later, the patient began vomiting after meals. A computed tomography (CT) that day revealed a convex-shaped abscess in the abdominal cavity that touched on the abdominal wall. Drainage was performed and the fluid was purulent. The abscess was cultured for general aerobes and anaerobes and came back negative. According to the physician, the convex shaped fluid accumulation in the abdominal cavity which touched on the abdominal wall beneath the median wound was in the closed cavity, between the seprafilm and the abdominal wall. There was no finding to suggest an infection because only normal ascites drained from the beginning to the end from the drain placed at the winslow's foramen and the removal site of the drain. The physician also mentioned that "it was completely shield at the site". The patient was then admitted to the hospital and placed on intravenous doripenem hydrate 0.5g during 2007. The patient was discharged from the hospital the following month and had recovered from the adverse events of 2007. The physician assessed the adverse events as probably related to seprafilm treatment and provided the intensity of the adverse events as moderate. He also considered the patient's alcohol liver disease as a possible cause for the adverse events aside from seprafilm. The complaint investigation summary received on 09-nov-2007. No sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted.

Manufacturer narrative:
.